Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 310.221, lot: f-27006, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 24.may 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: at fragment of about 2x2mm is broken off at the forefront of the drill bit. The fragment was not returned for evaluation. The intact cutting edges at the forefront are deformed and blunt. Dimensional inspection: outer diameter = pass, inner diameter = pass . Drawing/specification review: drawing was reviewed to verify dimensions, material and hardness of the drill bit. The review of the manufacturing documents has shown that with 1.4112 stainless steel the correct material was used and that the hardness was within the specification. Investigation conclusion: the complaint is confirmed as a fragment of the drill bit is broken off. During the performed investigation no manufacturing related issue could be detected. One of the three cutting edges at the forefront is broken off. The remaining cutting edges are deformed and blunt. This is an indication for an metallic contact during drilling which finally can lead to a breakage of the drill bit. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hsz; gfa; gff. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for navicular fracture. During the surgery, the cannulated drill bit broke. There are no pieces in the patient. The doctor confirmed by xray. The surgeon used another unknown drill bit and completed the surgery without delay. Patient outcome is reported as stable. The surgeon commented that a technical error (the drill bit was used in a bend state) caused the breakage of the drill bit. No further information is available. This is report 1 of 1 for complaint (B)(4).